Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant had to be removed due to the patient having an allergic reaction with pain at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® tapered certainâ® implant 4 x 13mm (int413) was returned for investigation. Visual evaluation of the as returned product identified no apparent signs of malfunction. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The device could not be functionally tested for the reported event/failure (allergic reaction). However, through measurements, dimensional analysis, and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Pre-existing conditions were not noted on the per. The reported device was at an unknown tooth location for approximately 1 year. Device history record (DHR) review was completed for the subject lot number 2019111519. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: allergic reaction. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition, and no x-ray or pictorial evidence was available (patient anatomical condition and details of event were unknown).

Event description:
No further event information is available at the time of this report.